Event description:
During a procedure, a mechanical jam occur causing the device to misfire. The physician attempted to ligate the cystic dust but the clip did not advance properly, resulting in the jaw of the clip applier cutting into the cystic dust.